Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2017-mar-29 arjohuntleigh was initially notified about incident with regards to citadel bed. The reported malfunction took place in the (B)(6) hospital and medical center in the united states. In received complaint it was reported that the patient fell from the bed due to not working exit alarm. After the incident the resident was moved to a new bed until the inspection of the device was completed. As a result the patient did not suffer any injury. After the event, the device was moved through the arjohuntleigh inspection where no malfunction was found within the device, the exit alarm was working as per manufacturer specification. The technician was not able to reproduce claimed failure. Further investigation reveal that at the time the incident occurred only head side rails were raised. In technician's opinion the incident could take place due to user error as citadel beds are fairly new to the hospital and staff is constantly changing, therefore not all the staff members may know how to properly use all the bed functions. It needs to be emphasized that one of the features of the device involved in the event is a varizone patient movement/exit detection system which can be set to alarm when undesired an movement of the patient occurs. The sensitivity of the patient movement detection, relative to the center of the deck, can be varied incrementally. If the threshold of movement detection is triggered, an alarm will sound and the threshold indicator on the control panel will flash. With the limited information provided it remains unknown if the system was turned on as the alarm has not been triggered once the patient fall on the floor. After the event the device was tested and no malfunction within the varizone feature was found . Therefore the actual feature malfunction has been ruled out. The second, optional feature that the bed involved is equipped with is safe set (visual status indicators) which is intended for the patients at risk for falls. The system provide quick visual indication of optimum bed settings such as: brake setting, side rail position, mattress platform height and movement detection status. Two indicator panels are located below the foot board and show the indicator lights (green or red) that indicate "safe" or "unsafe" bed condition; e.g. The red light is illuminating when the brakes are no engaged, side rails are in lower position, mattress platform is not set at minimum height, or the varizon patient movement detection system is not set up. As no malfunction was found within the device we can assume that safeset was working correctly at the time the event occurred. Based on the collected information, findings made during device inspection and technician's opinion we stablished that when the event occurred only head side rails were raised. As the foot side rails were lowered we can presume that patient fell while trying to leave the bed at the foot side of the bed. In accordance to the product instruction for use (#830.213 rev. D 11/2015) which was supplied with the device involved: "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", moreover "(...) Caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risk of fatal or serious injury from falling out of the bed and from patient entrapment in or around the side rails(...)". In this particular case the caregivers overlooked to raise the foot side rails up what resulted in patient's fall. Moreover lack of knowledge about safety features functionality could be a contributing factor of the resident's fall. To prevent the event from recurrence the staff member that was on duty while the device was inspected was educated on how to properly use exit alarm and lower the bed to the lowest position. In summary, although no adverse event occurred the complaint decided to be reportable in abundance of caution due to potential risk upon event recurrence. The device was being used for patient care at the time of the incident. Upon the conducted investigation and bed's inspection done by the arjohuntleigh representative, we were able to determine the bed did not fail to meet the manufacturer's specification. Moreover it was revealed that patient fell from the device due to foot side panels being lowered what is considered to be a staff member error. Additionally in this case lack of knowledge about safety features functionality could be a considered as a contributing factor of the resident's fall. With amount of sold devices on the market, the complaint ratio for reportable complaints with the same or similar event description is considered to be low.

Event description:
On 2017-mar-29 arjohuntleigh was initially notified about incident with citadel bed. The reported malfunction took place in the (B)(6) in the united states. In received complaint it was reported that the patient fell from the bed due to not working exit alarm. After the incident the resident was moved to a new bed until the inspection of the device was done. As a result the patient did not suffer any injury.